Event description:
Healthcare professional reported that patient was injected with 4 syringes of juvéderm voluma® xc into the cheek and perioral aesthic unit and 1 syringe of juvéderm voluma® xc in the cheeks and perioral. Two months later, patient experienced "diffuse sub q inflammatory lumps at every area of perioral unit at the injection site". Patient was treated with azithromycin and prednisone. Two weeks after the treatment, patient noticed reduction in size of lumps and now non-tender. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00742) (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported problem is still present but has reduced after 2 weeks of biaxin and 10days of po steroids. Patient is now on tapering dose of po steroids for a 4 weeks.

Event description:
Healthcare professional reported that patient was injected with 4 syringes of juvéderm voluma® xc into the cheek and perioral aesthic unit and 1 syringe of juvéderm voluma® xc in the cheeks and perioral. Two months later, patient experienced "diffuse sub q inflammatory lumps at every area of perioral unit at the injection site". Patient was treated with azithromycin and prednisone. Two weeks after the treatment, patient noticed reduction in size of lumps and now non-tender. Symptoms are ongoing. Additionally, healthcare professional reported problem is still present but has reduced after 2 weeks of biaxin and 10days of po steroids. Patient is now on tapering dose of po steroids for a 4 weeks. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00742) (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.